Event description:
The physician attempted arteriotomy closure with the starclose device following a diagnostic procedure. Reportedly, "the sheath could not peel and the clip was in the sheath." Hemostasis was achieved via manual compression. There were no adverse patient events.

Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."